Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information was requested, and the following was obtained: what is the patient¿s current status?------the wound healed well on (B)(6) 2021. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What caused the laceration ( cut on forehead and face with bleeding)? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure on (B)(6) 2021? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during the suture removal? If yes, please specify. Were cultures performed? Results? Other relevant patient factors/history/concomitant medications? Does the patient have known allergic history to medical device, food or medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device pj2582 and no non conformances/ manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What caused the laceration ( cut on forehead and face with bleeding)? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure on (B)(6) 2021? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during the suture removal? If yes, please specify. Were cultures performed? Results? Other relevant patient factors/history/concomitant medications? Does the patient have known allergic history to medical device, food or medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Trade name - irgacare® active ingredient(s) ¿ (B)(4). Dosage form ¿ suture/solid/parenteral strength = (B)(4).

Event description:
It was reported that the patient underwent a repair and debridement procedure with local anesthesia on (B)(6) 2021 due to cut on the forehead and face with bleeding and pain and the suture was used. The dressing was changed every other day. The patient experienced erythema, inflammation and itching at the suture site on (B)(6) 2021, so the suture was removed. Because a small amount of wound secretion, the affected area was disinfected and bandaged. It was reported that clindamycin phosphate 1.2 g for injection was added to 250 ml sodium chloride injection, and levofloxacin hydrochloride and sodium chloride injection 0.5 100 ml were infused intravenously for two days. No erythema or swelling was observed on (B)(6) 2021 at the time of wound reexamination. Dryness and no pus overflow were at the puncture site, and the wound healed well. Additional information has been requested.